Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and trace ketones. The cause of elevated bg was unknown. Elevated bg was addressed by a bolus via the pump and manual insulin therapy. Subsequently, the customer went to the emergency room and was hospitalized. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Customer technical support performed a system check and the pump is functionina as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.